Event description:
It was reported by the rep the device was used during a colon resection. It was reported the tlc75 was used for the initial firing. Reloaded it and then the firing knob got stuck and would not refire. The firing knob met a lot of resistance and would not reload. 09/10/1998 another tlc75 was pulled to complete the case. There was no consequence to the pt.